Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the field service engineering report (fser) was returned and analyzed. On site, the same issue occurred as the original complaint, high baseline flow that only resolved after physically jolting the check valve 4 (cv4), in the flow curve programming screen when the vacuum was applied to the catheter following the thaw cycle. It was noted that the flow persisted during idle that resolved after the cv4 was unstuck by physically jolting it. The cv4 was replaced, resulting in no high baseline flow during the subsequent preventative maintenance (pm) testing. In conclusion, the reported issue of high baseline flow was confirmed through the fser. Console (B)(6) failed inspection in the field due to a defective cv4, which was replaced. The console was tested and deemed appropriate for clinical use after repairs. (B)(6).

Event description:
It was reported that during a cryoablation procedure, a baseline flow icon was displayed on the console screen. After tapping on cv4 console valve, the problem resolved. Technical support line was called and field service was determined. The console subsequently tested out of specification during the manufacturer's investigation. No patient complications have been reported as a result of this event.